Event description:
Three separate incidents: some months later, I attached a sensor to my arm. A few days later the sensor failed. I would have died from hypoglycemia. Some months later. I attached a sensor to my arm. A few clays. Later the sensor failed. Attempted to read abbott hotline for patients. Reached call center overseas. Was put on hold forever. Pt: 4582. Device code: 3023. Ref: mw5188734, mw5188736.